Event description:
The customer contact reported a separation. The tubing set was being used to deliver an unspecified medication, at an unspecified rate, via a plum pump. After an unspecified length of time, the customer contact indicated that the tubing reportedly came of an unspecified port on the cassette of the plumset and an unspecified volume of solution leaked. No specific details were provided. The tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No med interventions were required. No additional details were provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.